Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the harmonic ace blade broke. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the broken part of the harmonic ace instrument's tip was completely detached, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The issue occurred during a dissecting task, and the surgeon attributed the breakage to product quality issues. The instrument was in use for 60 minutes before the issue arose, and no functional issues were noticed during the procedure. There was no collision with other instruments or hard materials, and no photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "the forceps end of the ultrasonic scalpel broke". The instrument was found to have the blade broken at the base. A piece approximately 0.359" x 0.067" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions. Damaged blades result from blade scratches caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic insert, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. This issue can be resolved by using an alternate insert to complete the procedure.

Event description:
Refer to h11 for follow-up information.